Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault 85" message. Complainant indicted that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.